Event description:
During a supraventricular tachycardia procedure, there were communication, signal, self-test, and user issues with the amplifier resulting in a delay. While attempting to start a new case in a lab that has not been used before, it was reported that the room may have power draw problems, and the amplifier booted up to a flashing amber light and there was catheter distortion. After multiple reboots with everything disconnected, it was possible to sustain a solid green connection of the amplifier. At times it would be solid green then it would go back to flashing amber after plugging in the surfacelink or field frame generator. After starting the case, the catheters would provide signals but would appear red and distorted. After checking the patches and swapping the surfacelink, the issue was not resolved. The system was rebooted approximately 20 times in navx mode, and the catheters could be visualized. There was nothing changed in regard to the patches or the connections to the recording system. The procedure was completed without patient consequences. During troubleshooting, it was noted that they were using a in regard to 3 recording system with the right leg drive set to 4, when it should have been set to 0. This could have contributed to the issues.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.